Event description:
It was reported that stent dislodgement occurred. A 4.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. While advancing the stent out of the guide catheter, the stent came off of the balloon and was found in the subclavian artery. A snare was used to successfully retrieve and remove the stent from the patient's body. It was noted that the balloon may have been partially inflated during preparation leading to the stent coming off prematurely. Another synergy stent was used to complete the procedure. No patient complications were reported, and patient was fully recovered.